Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-08-20. It was reported that the cause of the difficulty putting the 8-15 lead into the ins was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated her ins discharged approximately 8 months ago due to recharge burden. This is the second time it has discharged. The patient reports a lengthy recharge time (approximately 4 hours), and also reports pain only while wearing the recharger for that long. The patient believes she has scar tissue build up in her ins pocket. The patient has scheduled a surgical consult for the replacement of the device per the patient's request. The patient's power on reset (por) was cleared. No further complications were reported. No additional patient symptoms were reported. Additional information from the health care provider (hcp) via a manufacturer representative was received on 2019-jul-26 reported that the ins replacement had not yet been scheduled. The cause of the lengthy recharge burden was reported to be due to patient's amount of daily activity. No further complications were reported. Additional information was reported that when changing out the patient's battery the patient's 8-15 lead was difficult to put into the new battery. The connectivity was showing that 8-15 is out. The lead was taken out and put back into the battery, but was still out. The patient's programming used 0-7 so the physician was satisfied. The issue was reported to be resolved at the time of the report. No further information was reported.